Event description:
Cutoff seen when collimator blades are fully opened in the anode to cathode of x-ray tube. The cutoff is seen on the anode side and the amount of cutoff depends on the source-to-image distance (sid). The amount of cutoff is outside of the FDA requirement of 2% of the sid. This occurs on all the fuji devo suite ii that utilize the siemens collimator and the fuji gl panel.